Event description:
The customer stated that she tested her blood glucose using an accuchek meter and received a reading of 265 mg/dl. She retested within a few minutes using her breeze meter and received a reading of 575 mg/dl. The difference between the readings falls in the 'c" zone of the parks error grid, making the difference clinically significant. The customer did not allege any adverse events. She did not have any test strips left, so no product will be returned.